Event description:
It was reported to boston scientific corporation on september 9, 2010 that a dreamwire, autotome and basket device (zeon) were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure and the removal of bile duct stones on (B)(6) 2010 (patient age, gender, and weight are unknown). According to the complainant, the procedure was completed successfully with the dreamwire, autotome and basket device (zeon). However, that night, the patient complained of stomach pain, and it was confirmed that the patient had a perforation in the hepatic portal region. As a result, the physician operated immediately to treat the perforation; details of the medical intervention are unknown. The physician believed the cause of the perforation was movement of the zeon basket device during the removal of the bile duct stones. The autotome did not reach the hepatic portal region. It is unknown whether the dreamwire reached the hepatic portal region. There were no alleged malfunctions of the dreamwire or autotome. There were no patient complications reported as a result of this event. The patient's condition after treatment of the perforation was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Patient is over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual inspection of the returned device was performed. The dream end coated urethane tip section was examined. Urethane tip exhibits evidence of being present, intact, and properly coated. When hydrated, the coating feels smooth, consistent and lubricious. The specimen presented bend/kink 4 cm proximal from the distal tip believed to be the result of the handling during the procedure. The entire length of teflon sleeve (ptfe jacket) was examined and no anomalies were observed. The physician alleged that the cause of perforation was the movement of the basket device (zeon) used during procedure. There was no alleged performance or quality issue with the dreamwire. The lot number was not reported and shipment history did not identify any potential lot numbers. Therefore, the DHR review could not be performed. Manufacturing records were reviewed and no anomalies were found. Although a definitive cause of the reported event was not determined, this event has been assigned the most probable root cause of anticipated procedural complication.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a dreamwire, autotome and basket device (zeon) were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure and the removal of bile duct stones on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, the procedure was completed successfully with the dreamwire, autotome and basket device (zeon). However, that night, the patient complained of stomach pain, and it was confirmed that the patient had a perforation in the hepatic portal region. As a result, the physician operated immediately to treat the perforation; details of the medical intervention are unknown. The physician believed the cause of the perforation was movement of the zeon basket device during the removal of the bile duct stones. The autotome did not reach the hepatic portal region. It is unknown whether the dreamwire reached the hepatic portal region. There were no alleged malfunctions of the dreamwire or autotome. There were no patient complications reported as a result of this event. The patient's condition after treatment of the perforation was reported to be stable.